Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker 3 capsular contracture".

Event description:
Healthcare professional reported "baker 3 capsular contracture". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, d9, h3, h6

Event description:
Healthcare professional reported "baker 3 capsular contracture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13/jul/2024.

Event description:
Healthcare professional reported "baker 3 capsular contracture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported events capsular contracture was received on june 28, 2024 with lot number 3313666. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ as per the investigation procedure, creases, bubbles in gel and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.